Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate investigation summary: the complaint device is not being returned, it has been discarded. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. Furthermore, a review into the depuy synthes mitek complaints system revealed no similar complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported during a shoulder scope/rotator cuff repair the healix advance knotless peek anchor 5.5 mm would not advance into the bone. The anchor was removed with no issues. The patient was reported to have soft/poor bone quality. The procedure was completed using a like device. There was a two minute delay in surgery. There was no patient consequence. This is report 1 of 1 for (B)(4).